Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failed the electrical continuity test during initial testing in-house. The housing was removed for inspection and the instrument was found with the conductor wire dislodged from the connector at the proximal end. The technician re-inserted the conductor wire, and it passed the electrical continuity test. The instrument was installed on an in-house system and passed recognition and engagement tests. Also, the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues on the in-house system. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. No thermal damage was observed. Additional observation not related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was found to be nicked at the distal yaw pulley with an exposed internal wire. No thermal damage was observed. The instrument passed the electrical continuity test after the re-inserted dislodged conductor wire. The technician performed energy delivery on an in-house system with no issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps did not deliver energy. The procedure was completed with no reported injury.